Event description:
Surgical equipment malfunction during routine shoulder arthroscopy procedure. Implant inserter for the arthrex 1.8mm fibertak suture anchor failed during anchor impaction into hard cortical bone. A 1cm retained metal fragment from the distal inserter was immediately identified and removed from bone without complication. Per protocol, all implant related devices are inspected by two members of the operative team after removal. Inspection of the removed metal fragment revealed one of two 1mm prongs was missing from the device.